Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. The device had fluid loss. The ipp was explanted, and air was observed in the pump while explanting. The ipp was replaced. No patient complications were reported.